Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Items marked ni are unknown to us at this time. Reference number: (B)(4).

Event description:
At the beginning of blood circulation, the operator noticed some burning smell and detected smoke coming out of the device. The patient switched to a different device and the device was removed from the operating room. The case could be finished w/o further problems. There was no patient injury.